Event description:
The customer reported that the system would not start (boot) up. This resulted in a loss of imaging functionality. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service representative performed an on site investigation. The interconnect cable was evaluated and reseated. The circuit breaker was reinstalled. The system was tested and found to be working as intended and returned to service.